Event description:
It was reported that at the implant procedure, the physician was unable to obtain r waves greater than 1-2 mv with the right ventricular (rv) lead. A new rv lead was attempted and the physician was unable to obtain r waves greater than 1-2 mv. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.